Event description:
The patient received his scs system including a paddle lead on (B)(6) 2008. It was reported that the lead contacts are not working and had high lead impedance measurements. During the lead explant procedure on (B)(6) 2008, it was reported that the lead fracture was visible. The lead was replaced with the same model lead. The explanted lead was discarded by the hospital and not returned to the manufacturer for analysis. No further information is available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.